Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. A 32mm -4 biolox head was revised to a 36mm +0 biolox head.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. A 32mm -4 biolox head was revised to a 36mm +0 biolox head.

Manufacturer narrative:
An event regarding revision involving a ceramic head was reported. The event was confirmed as a revision implant sheet was received. Conclusion: the exact cause of the event could not be determined because insufficient information was provided, including the reason for revision. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.